Manufacturer narrative:
Reported event: an event regarding altr involving an unknown implant hip was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported via the stryker facebook page, "I am still suffering from the cobalt stryker hip I had removed and replaced many years ago. It ruined my life and that of thousands of other victims. After an 8 hour surgery to remove the cobalt stryker hip the surgeon said there will always be shards of cobalt in the tissues around my hip. I have had cobalt circulating in my blood stream and now I have lymphoma circulating. Who knows the connection? "